Event description:
Eleven days post operatively it was reported to osteoremedies that the osteoremedies spectrum gv hip implant head had dislocated from the hip stem. X-ray was provided that showed the head disassociated from the hip stem. The surgeon performed surgery to replace the broken spacer with a metal spacer.